Event description:
Pt has 7 cassettes with affected lot #4329617 and 4321040 on hand. Patient has 8 cassettes that have not been affected by recall and will use those and quarantine all others. Patient aware we will only be sending 7 day supply. Patient reported difficulty breathing, shortness of breath and dizziness/unsteady feeling for the last 3 months. Md is aware. No other information known. IV remodulin pt. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Shipping pt 1 week supply of new cassettes: resolved. Reported to (B)(6) by pt/caregiver.